Event description:
L5 s1 herniated disk needed fusion- surgery in (B)(6) 2016, patient returned to surgeon because of pain. The xrays showed that the pedicle screw was cracked or broken, a exploratory surgery is scheduled for (B)(6) 2017 to remove.